Event description:
This case was reported by a consumer and described the occurrence of choking in an (B)(6) male pt who used polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip comfort seal strips. An unk time later, the pt took a nap and stated the strips got caught in his throat. He choked and thought he was going to die. This case was assessed as medically serious by (B)(4). Super poligrip comfort seal strips were discontinued. At the time of reporting, the events were resolved. Super poligrip comfort seal strips are manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).